Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which observed that the air vent was detached from the chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air filter chamber of two (2) clearlink solution administration sets detached from the set. This was identified during setup and preparation. There was no patient involvement. No additional information is available.